Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result. Company causality comment: a female adult plaintiff had essure (ess205) (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. She underwent surgery to remove her essure coils. The event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in united states on 08-nov-2016 on behalf of a female adult (>=18y & <65y) plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, metal taste in mouth, memory loss, and anxiety. She had never experienced any of these conditions prior to undergoing the essure procedure. Consumer subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: a female adult (>=18y & <65y) plaintiff had essure (ess205) (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. She underwent surgery to remove her essure coils. The event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.